Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked water during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, when the doctor gave a replacement for the positive pressure joint, he found water leakage and immediately stopped and replaced it."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked water during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6). 2022, when the doctor gave a replacement for the positive pressure joint, he found water leakage and immediately stopped and replaced it."